Event description:
The rptr stated that the unit delivered an overdose amount. Nurse set up to deliver a total volume of 3cc over 20 hours using a 60cc terumo syringe at a rate of 0.15cc. The mode was unknown. The total amount was unknown.